Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing rep was present with the patient in the clinic since 1:30 this afternoon. Rep states they are trying to connect to the patient's rechargeable implant (rc) and are unable to. Rep states they are able to connect normally to the primary cell implant (pc) with both the clinician programmer and the patient's handset. The communicators will not pair with the rc. Rep states they have been charging the rc for about 25 minutes, later stating over an hour and then later stating since 1:30 pm. Rep states they are seeing the open loop charging screen showing recharging excellent, as well as the numbers screen intermittently and then an error 4101. The rc shows up as fully depleted and the patient says she has not been able to connect since a week or week and a half ago. The patient stated this began in either august or september when she was driving and felt her stimulation turn off and tremors return. Patient has been able to charge and use stimulation since then. Rep reported the rc is likely depleted, as the patient is forgetful about charging. Rep also states the patient has a history of multiple cancers, chemotherapy and 25 radiation treatments in the last few months. The rc is reported to be superficial. Tech services walked rep through un linking and re-linking the devices to the handset, however when attempting to communicate with the rc, it just stated communication in progress. The pc links normally. Tech services advised rep to try a full, uninterrupted open loop charging session, followed by resetting the rc. The patient has to leave today, however the rep plans to meet with her on tuesday. Email sent to rep with the clinician programmer instructions to reset the rc. Rep plans to call if further assistance is needed. Rep did not have the sn for the wireless recharger during the call. Additional information was provided by the company representative indicating that the patient canceled the planned appointment with the representative and provider and has not returned calls or messages, so no additional details can be provided for this case at this time.